Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that hematoma was noted at the pocket of the device implant. It was removed by pocket evacuation. The patient was discharged.